Event description:
Boston scientific received information that during the implant procedure, a setscrew on this pacemaker could not be tightened down onto the lead. A non-boston scientific device was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. An is-1 lead was inserted into each port. The setscrew was tightened down and a tug test was performed. In both ports the lead was secure. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was not able to confirm or recreate the reported clinical observations.